Event description:
Related manufacturer report number: 2017865-2022-46281, 2017865-2022-46282. It was reported during remote follow up that the implantable cardioverter defibrillator exhibited under-sensing of a patient arrythmia that resulted in a lack of defibrillation therapy. The patient was later reported deceased. The cause of death is unknown and there is no physician allegation that the death was related to the implantable cardioverter defibrillator system.